Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were still leaking and they would like to know what setting they should have the implant set at. The patient stated they fell the other day and wanted to make sure the therapy was still on. The patient was able to sync the patient programmer, it showed therapy was on and the patient was able to increase stimulation. It was recommended that the patient consult with healthcare provider if they were not getting relief from the therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: it has not been determined whether the fall affected the device and no actions or interventions have been taken. No further complications were reported or anticipated.